Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient called the clinic complaining of chest discomfort and presented in clinic for follow up. It was noted that the patient was implanted with a dual chamber pacemaker on (B)(6) 2018 and was doing fine post implant. Upon interrogation, the physician found atrial lead dislodgement. The patient was feeling pericarditic symptoms due to recent left ventricular lead implantation. Chest x-ray confirmed the atrial lead dislodgement. The atrial and right ventricular leads were extracted and replaced. The patient was sable and suffered no consequences after the lead replacement.